Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. The reason for call was pt rep reported the communicator will not find the implanted neurostimulator. The had spoken to the manufacturing representative (rep) who already did troubleshooting with them and told them to request a replacement communicator. The following troubleshooting was performed: rebooted the handset and the communicator, repositioned the communicator over the ins, started ins charging session which confirmed therapy was on and battery at 60%. Caller continued to encounter no device response message. Determined the programmer was linked to a previous implantable neurostimulator (ins) which was the cause of the issue. Once caller removed link and linked to the current ins this resolved the issue. However, the caller encountered "out of range, contact your clinician. The neurostimulator is providing less than the requested therapy" message. Caller indicated this was due to a known issue where one half of the neurostimulator isn't working because there is a bad connection in the implant for years. Caller also reported the patient had a fall and the ins was flipped vertically and patient could feel the edges of the device. Currently the ins feels like it is laying flat under the skin. Patient had to go to a hospital in on friday because somehow the therapy was turned off. They did not know what caused the therapy to turn off and stated that the ins battery was charged to 100% at the time. While at the hospital they were able to get therapy turned back on again.